Event description:
The surgeon used kryptonite material in a maxillary procedure. The patient notified the doctor that the material was extruding through the incision site. No revision procedure was required as a result of this event.

Manufacturer narrative:
The tested kryptonite material performance was consistent with expectation and does not suggest a non-conformance. There were no noticable differences (e.g., viscosity, mixing, adhesion to mixing bowl, etc.) Were observed with the suspect kits. Poor adhesion can be attributed to insufficient or poor site preparation which allows for a potential surface impediment between the host interface and kryptonite and thus acts as a barrier to adhesion.